Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-01224 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary uncovered stent was implanted to treat a biliary stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on an unknown date. On (B)(6) 2023, stent ingrowth was noted (the subject of this report). A wallflex biliary rx fully covered rmv stent (the subject of MFR. Report # 3005099803-2023-01224) was attempted to be deployed inside the uncovered stent to address the stent ingrowth; however, during deployment, the physician attempted to re-sheath the stent to adjust the position of the stent, but the stent could not be re-sheathed. The physician then proceeded to fully deploy the stent and removed the stent using a rat tooth forceps. The procedure was completed using a 10x60mm wallflex biliary fully covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a0106 captures the reportable event of stent ingrowth. Imdrf impact code f23 captures the reportable event of additional intervention performed to address the stent ingrowth.